Event description:
During the set-up, the anti-coagulation was not detected in the tubing and would not pass set-up. The system was pulled, and a new system used successfully. As such, the product did not reach the patient. This is a repeat issue, and we have two set-ups with this report.